Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's memory chip on the cpu board and reseating the unit's cables. Unit was safety tested to factory's specs.

Event description:
Customer reported the passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.